Event description:
Regarding maquet company's flow-I anesthesia machine: this describes the sequence of events leading to a repeated, transient critically low fio2 delivery by the anesthesia machine. The fio2 was low enough to result in a repeated, transient decrease in the patient's measured spo2. (B)(6). On or about the day referenced above, I personally performed a full machine check (semi-automated) as per maquet guidelines for the "first case of the day." The machine passed all phases of the check procedure. The anesthetic was begun normally, and once the patient's anesthetic depth was adequate, I dialed down the fresh gas flow from 10.0 liters per minute to 2.0 liters per minute. At the time, the set inspired oxygen level was 35% (not shown in the video). After the fresh gas flow change, the inspired oxygen concentration slowly drifted down from the 35% to which the patient had equilibrated at 10 liters per minute towards 25%. Around this time, I noticed that the anesthesia machine would make an odd, electromechanical growling noise for about 5 seconds, repeating perhaps every 60 seconds or so. The sound was consistent with that made by a stuck electromechanical device, such as a solenoid valve attempting to actuate. About 3 seconds after this sound, the inspired nitrous oxide concentration would briefly spike, and the inspired oxygen concentration would drop. At this point, both values were outside of the alarm ranges, so no warning sounded. A few minutes before the video was recorded, the high nitrous oxide alarm sounded as the inspired nitrous oxide level spiked (as shown), then the alarm would reset when the nitrous level returned to a non-alarm level. About two minutes before the video, the oxygen level alarm also sounded (as shown), with the inspired oxygen level dripping transiently. I recorded the next cycle, then switched the patient to a desflurane in oxygen anesthetic at higher flow rates. There were no further instances of low oxygen delivery during the case. At the conclusion of the surgery, the patient was awakened without adverse effect from this equipment failure. The anesthesia machine was immediately removed from the room and sent to our biomedical engineering department for service. I spoke personally with a lead member of the biomedical engineering department and described to him exactly what had occurred. He told me that the machine had been taken out of service at least two other times for the same problem, but they were unable to find an issue despite performing a "pm" maintenance routine. He then mentioned that they had only tested the machine with oxygen, since they were not allowed to use nitrous oxide in their work area. The machine was apparently returned to service at some later time (perhaps two weeks), at which time another anesthesiologist apparently encountered the same low inspired oxygen behaviour described herein.